Event description:
The customer reported diabetic ketoacidosis and treated with IV insulin drip (intravenous insulin infusion), hospitalization: overnight stay.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, sensor glucose vs. Blood glucose. The customer reported blood glucose value of 489 mg/dl. The customer reported hyperglycemia, hyperglycemia, nausea, vomiting, hyperglycemia, malaise, pain treated with IV insulin drip (intravenous insulin infusion), hospitalization: overnight stay. Customer reported the following led up to the event: nauseated and started vomiting - was at home sleeping and woke not feeling good. Document treatment for high bg: attempted to use pump and then went to hospital other than insulin, indicate medications taken to treat diabetes: no document type of diabetes: type 2. The event involved product(s) mmt-1780kl, mmt-332a, unomedical, mmt-7020a. Troubleshooting was performed. Customer reported high bgs. Customer is reporting a discrepancy between sg and bg which is not within range. Explained sensor may have no longer been responding to glucose changes. It was unknown if the customer using pump with in 48 hours. It was unknown if the auto-mode feature was active. No further patient complications were reported. No product return is required for mmt-1780kl. No product return is required for mmt-332a. No product return is required for unomedical. Product return requested for mmt-7020a. Customer declined to return, or is unable to return.